Manufacturer narrative:
The returned device was evaluated. External inspection showed the ui board ribbon cable was removed and taped to the outside of the device. During this testing the unit was able to power on using both battery and ac power and alarmed audibly and visually under alarm conditions. The customer complaint was not duplicated, however damage to the ui ribbon cable insulation may cause the exposed wire to contact a grounding point on the internal ac/dc power supply which would cause an abrupt shutdown. A manufacturing update adds the insulator/shield and kapton tape. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event. (B)(6).

Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., other, additional manufacturing narrative (if other): customer zip/postal code exceeded maximum allowable digits, zip/postal code is as follows: (B)(6).

Event description:
It was reported that after switching on the device, the rad-8 powers off without pressing the power button. Customer stated "(B)(4), this device switch on/off by itself. During a check-up they discovered that a grey cable was damaged. No patient was on the device at that given moment. Till now the other devices didn't show this problem." There was no alarm signal. The device switched on and off spontaneously without any alarm at switching off. The condition occurs when using both ac and battery power. The grey cable is referring to the internal flex cable (grey fine pitch); it has exposed copper at outer wire. No known impact or consequence to patient.